Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the left ventricular lead exhibited no capture and no sensing. It was noted that it was not working in any vector. Further review revealed that the lead had dislodged. It was also noted that the right ventricular lead had no slack. The left ventricular lead was explanted and replaced. Slack was added to the right ventricular lead. Patient was stable.